Event description:
Boston scientific received information that during a routine check up high out of range pace lead impedance measurements were observed on the right ventricular (rv) lead. The patient is not pacemaker dependant so the physician decided to make some programming changes and will monitor the patient for now. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.